Manufacturer narrative:
Vyaire medical file identification:(B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator touch screen was not working. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Result of investigation: a vyaire field service representative(fsr) evaluated the device onsite, turned the unit on and found the touchscreen working but there were low flow errors and a low clock battery. The turbine differential transducer tubing was on the wrong port, and the clock battery was replaced. All errors have been resolved and returned to the customer.